Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for discolored tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for discolored tubing with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® push button blood collection set there's tubing discoloration. "We are processing these and noticed the tubing discoloration when batched in the bins. We went back to look at unopened packages and could visualize the discoloration there as well. Obviously this issue is much more noticeable in batching then individually. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® push button blood collection set there's tubing discoloration. "We are processing these and noticed the tubing discoloration when batched in the bins. We went back to look at unopened packages and could visualize the discoloration there as well. Obviously this issue is much more noticeable in batching then individually. "